Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure. According to the complainant, approximately 6 months post procedure during a replacement procedure when the physician withdrew the placed device the internal bolster detached and fell into the patient's stomach. The bolster was retrieved under endoscope and a different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure. According to the complainant, approximately 6 months post procedure during a replacement procedure when the physician withdrew the placed device the internal bolster detached and fell into the patient's stomach. The bolster was retrieved under endoscope and a different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device found the button body shaft to have been torn / separated adjacent to the dome ledge of the button body. The tear is jagged and appears to have failed while undergoing tensile force. The condition of the returned unit was consistent with the complaint incident that button bolster separated. The internal bolster most likely detached due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context. A device history record (DHR) review of lot number 14555926 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 14555926.